Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: 1. Could you please provide more details how device was removed? - I cannot specify more than I did above as I was not present for the case, and this was the information I was given. 2. Could you please clarify if there were any patient consequences? To my knowledge - no patient consequences. 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? To my knowledge - no change. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the lower anterior bowel resection procedure that the device did not release after firing. I was not present to coach on the proper removal steps - however, I have coached the surgeon and staff several times about the proper way to remove the stapler. It was reported that after twisting the knob to open the anvil and tilting 90 degrees each way - they could not release the stapler from the bowel "without significant force". The surgery was delayed by five minutes and was completed successfully. No fragments generated. Unknown patient consequences.